Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. The reported event of component missing was reported in error. There were no problems reported with this device. Therefore this report was filed in error. H3 other text : device was not returned

Event description:
It was reported that a component was missing from the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that a component was missing from the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.